Manufacturer narrative:
See attached follow up summary report.

Manufacturer narrative:
Device/part evaluation is expected, once more information is obtained a follow up summary will be reported.

Event description:
It was reported that during patient use the 2nd gui (graphic user interface) screen went dark with the alarm led''s and quick access keys still functional. The primary ventilator performed as intended and continued to ventilate patient. There was no harm to patient.